Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level. Customer¿s blood glucose level was 40 mg/dl. Current blood glucose level of customer was 270 mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported low blood glucose event. Customer alleged that insulin pump was over delivering insulin. Customer was treated with food. The insulin pump will be returned for analysis.